Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has been returned but analysis has not yet been completed. This report will be updated upon completion of analysis.

Event description:
It was reported that during an in-clinic device check, this implantable cardioverter defibrillator (ICD) was not able to be interrogated. Multiple programmers were used to attempt interrogation without success. A magnet was applied to the device in an attempt to elicit tones, however, there was no response. It was suspected that the ICD had experienced premature battery depletion. The ICD was explanted and replaced. During the explant procedure, it was noted that pacing impedances had also dropped from 800 ohms to 400 ohms over the last seven months, so the physician elected to surgically cap and replace the right ventricular (rv) lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation that telemetry was unable to be established with the device. The device case was opened and visual inspection revealed that the device was damaged during the case opening process. Although the lack of telemetry and tones were caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
This supplemental report is being filed as device evaluation has been completed.